Event description:
It was reported that the patient was presented in the hospital for a pulse generator upgrade. Upon interrogation post-implant, the atrial lead exhibited noise, elevated capture threshold, and intermittent sensing. A chest x-ray revealed the lead had dislodged. The patient also experienced an inappropriate decrease in heart rate. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.